Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient noted a weird chest sensation. Patient was brought into outpatient clinic and an interrogation was performed. Impedance was noted to have dropped, threshold increased, and r waves were lower than implant. The physician scheduled the patient for an rv lead revision. The lead was explanted and replaced. Patient was stable and no complications occurred.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed, and the lead was found to be within specification.

Event description:
Further evaluation of the event notes that the physician suspects lead perforation.